Manufacturer narrative:
The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were visually inspected, and the customer's indicated failure mode for adapter separation was not observed. As the customer samples received were contaminated, no further evaluation was conducted. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer samples, the customer¿s indicated failure mode for adapter separation with the incident lot was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two 25 g x 0.75" bd vacutainer® ultratouch¿ pbbcs, 12" tubing, luer adapters separated during/post use. There was no report of injury or medical intervention.